Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, a stent failed to cross the lesion. Vascular access was obtained via the right femoral artery. The 95% stenosed, de novo 2.5x12mm lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilation with a 2.0x15mm maverick balloon, the 2.5x12mm promus element plus stent was advanced but failed to cross the lesion. The stent was removed and the procedure was completed with another same device. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed that the stent was damaged and moved on the balloon.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: initial visual examination of the device found severe stent strut damage. The entire length of the stent was stretched and was found to be moving freely on the balloon. No kinks or damage were noticed along the shaft of the device. No further damage was noted which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).